Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that multiple ophthalmic knives were dull. Procedure details and patient impact have not been provided.  Additional information received clarified that the knives were dull frequently during multiple cataract surgeries. An alternate knife was obtained in order to complete each procedure.